Event description:
Pt was revised due to pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2010-06644 is a duplicate report of 1818910-2012-01542. 1818910-2010-06644 will be rejected. 1818910-2012-01542 will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - original surgery (B)(6) 2008. Patient presented with groin pain and then thigh pain a year ago. Update 9 sept 2014. The products have been retrieved from the freezer and these have been sent to lirc as part of the asr recall program recreated to void as a duplicate of (B)(4).

Manufacturer narrative:
No 510(k) number provided because this implant was sold internationally with different indications for use; it was sold in the united states under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.